Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that during meniscal repair surgical procedure, it was reported that when surgeon inserted the first anchor, the gun deployed as expected. There was no problem with the first anchor. However, nothing happened when bringing the second anchor into play using the red trigger. It was reported that the surgeon pulled the red trigger numerous times and also viewed arthroscopically but there was no seating of 2nd anchor occurred. It was reported that the surgeon had to abandon the anchor, removed the gun from knee, and tested both red and gray trigger. It was reported that both triggers seemed to be in good working condition with no anchor attached. The surgeon proceeded to open another anchor, attached to the end of deployment gun, then reinserted into the knee. It was reported that the first anchor deployed as expected but the second anchor would not seat with red trigger again. It was reported that the surgeon had to manually push the second anchor into a seating position using a probe to finish the procedure. The anchor then deployed, removed gun and needle from knee, opened another gun and completed the procedure with new gun and more anchors. There was a five--minute delay to procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.